Manufacturer narrative:
A (B)(6) customer contacted a siemens customer care center (ccc). The advia 1800 chemistry system gave a dilution probe (dpp) error at the time of the event. The dpp detected liquid in the area above the sample container. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a probe alignment and tightened all the screws on the sensor. The cse then ran quality controls (qc) which recovered in range. The system was functional upon the cse's departure. Siemens is investigating the issue.

Event description:
A discordant, falsely low creatinine (crea) result and carbon dioxide (co2) result were obtained on a patient sample on an advia 1800 chemistry system. The discordant results were reported to the physician(s). The patient sample was repeated for crea and co2 on the same instrument. The repeat results were higher than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
Siemens filed the initial MDR on 03-jun-2022. Additional information (08-jun-2022): after the customer service engineer (cse) realigned the dilution probe (dpp), no additional dpp errors occurred and no further issues were observed. The customer has continued to run samples on the analyzer and has had no other incidents related to this issue. The issue was resolved by the cse's service. The cause of the event was improper alignment of the dpp probe. The investigation findings and investigation conclusions codes in section h6 were updated to reflect this information. The system is performing according to specifications. No further evaluation of this device is required.